Event description:
Reportable based on analysis completed on 15-may-2015. It was reported that crossing difficulties and shaft leak were occurred. The vascular access was obtained via the femoral artery. The 85% stenosed, 28mm x 3.5-4mm target lesion was located in the moderately calcified popliteal artery. A 3.0 x 40, 135cm mustang¿ balloon catheter was advanced but was unable to cross the lesion. Contrast leaking was also noted from the shaft. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.

Manufacturer narrative:
(B)(4). A visual examination found that the device had been subjected to positive pressure and deflated prior to return. A visual and microscopic examination found no issues with the tip section and profile of the markerbands of the device. A longitudinal balloon tear was identified 1mm proximal to the distal edge of the proximal markerband. The tear measured approximately 2mm in length. A visual and tactile examination found no kinks or other damage along the shaft of the device. The shaft outer diameter (od) was measured which is within specification. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).